Event description:
It was reported that during a right internal carotid artery ophthalmic (ica oa) segment aneurysm procedure, the operator prepared and delivered the subject flow diverter stent to the target location of the parent artery via a microcatheter and began the subject stent deployment. However, the subject stent could not open properly at the curved part of the blood vessel. After three retrieval adjustments, the operator tried for the fourth time to deploy the subject stent, however, there was a resistance noted. The subject stent detached from the delivery wire and did not fully cover the proximal neck of the aneurysm. Thus, the operator used another flow diverter stent for bridging and fully covered the aneurysm neck. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was returned but the stent was not attached and was not returned. The sdw was slightly kinked/bent at the distal end. The introducer sheath and microcatheter were not returned. Functional inspection was not performed as the stent and microcatheter were not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent deployed prematurely during use¿ was confirmed during analysis as the stent was not returned having inadvertently detached during the procedure. The reported events ¿stent failed/unable to open (when not implanted)¿ and ¿stent friction¿ could not be confirmed during analysis as the stent and microcatheter were not returned. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be severely tortuous. Other devices used in the procedure in conjunction with the subject device was a microcatheter. The delivery catheter and pusher were purged with sterile saline and verify that fluid exits the end of the delivery catheter and pusher. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during navigation of the flow diverter (fd) device to the target lesion. During the fourth try there was resistance between the delivery catheter and the pusher. No resistance for the first, second and third try. During the fourth try there was resistance during the implant (stent) deployment. There was no high % stenosis proximal to the stent likely contributing to the inability to deploy the stent. The second fd was placed as a medical intervention. Because the first stent could not cover the aneurysm neck completely. In the physician's opinion, after the first fd was recaptured for three times, resistance was encountered during the fourth try between the delivery catheter and the pusher. This made the stent deployed at the unexpected location during the fourth try. An assignable cause of not confirmed will be assigned to the reported events: ¿stent failed/unable to open (when not implanted)¿ and ¿stent friction¿ as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. According to the additional information the stent was recaptured/re-sheathed back during the procedure 4 times. It should be noted the dfu cautions the user to not to attempt to partially deploy and recapture the implant more than three times or a loss of re-sheath performance may occur; therefore, this may have contributed to the reported issue. It is also probable the reported issue was due to the patient¿s severely tortuous anatomy. An assignable cause of procedural factors will be assigned to the reported event ¿stent deployed prematurely during use¿ and analyzed events: ¿stent deployed prematurely during use¿ and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
H11- updated device evaluation due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was returned but the stent was not attached and was not returned. The sdw was slightly kinked/bent at the distal end. The introducer sheath and microcatheter were not returned. Functional inspection was not performed as the stent and microcatheter were not returned. The reported event ¿stent deployed prematurely during use¿ was confirmed during analysis as the stent was not returned having inadvertently detached during the procedure. The reported events ¿stent failed/unable to open (when not implanted)¿ and ¿stent friction¿ could not be confirmed during analysis as the stent and microcatheter were not returned. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿due to unsatisfactory opening of the subject stent at the curved part of the blood vessel, the physician repeatedly pushed and pulled to try to make the subject stent open more fully at the curved part of the blood vessel and attempted three retrieval adjustments. After the subject stent had been retrieved three times, when the physician made a fourth attempt to deploy the stent, the subject stent detached from the delivery wire. After the detached deployment, the subject stent could not fully cover the proximal aneurysm neck. Subsequently, the physician used another new 4.5x25 evolve fd stent for bridging. Eventually, the two fd stents fully covered the aneurysm neck, and the procedure was concluded¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the subject device, and the subject device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be severely tortuous. Other devices used in the procedure in conjunction with the subject device was a microcatheter. The delivery catheter and pusher were purged with sterile saline and verify that fluid exits the end of the delivery catheter and pusher. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the subject stent implant was confirmed between the two marker bands. There was no resistance encountered during navigation of the subject device to the target lesion. During the fourth try there was resistance between the delivery catheter and the pusher. No resistance for the first, second and third try. During the fourth try there was resistance during the implant (subject stent) deployment. There was no high % stenosis proximal to the stent likely contributing to the inability to deploy subject stent. The second fd was placed as a medical intervention. Because the first stent could not cover the aneurysm neck completely. In the physician's opinion, after the first fd was recaptured for three times, resistance was encountered during the fourth try between the delivery catheter and the pusher. This made the subject stent deployed at the unexpected location during the fourth try. Product analysis found the sdw (stent delivery wire) was returned but the stent was not attached and was not returned (when the physician made a fourth attempt to deploy the stent, the stent detached from the delivery wire). The sdw was slightly kinked/bent at the distal end which most likely occurred during the repeated pushing and pulling of the device to try to make the stent open, in the patient¿s severely tortuous anatomy. An assignable cause of not confirmed will be assigned to the reported events: ¿stent failed/unable to open (when not implanted)¿ and ¿stent friction¿ as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. According to the additional information the stent was recaptured/re-sheathed back during the procedure 4 times. It should be noted the dfu cautions the user to not to attempt to partially deploy and recapture the implant more than three times or a loss of re-sheath performance may occur, therefore this may have contributed to the reported issue. It is also probable the reported issue was due to the patient¿s severely tortuous anatomy. An assignable cause of procedural factors will be assigned to the reported event ¿stent deployed prematurely during use¿ and analyzed events: ¿stent deployed prematurely during use¿ and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a right internal carotid artery ophthalmic (ica oa) segment aneurysm procedure, the operator prepared and delivered the subject flow diverter stent to the target location of the parent artery via a microcatheter and began the subject stent deployment. However, the subject stent could not open properly at the curved part of the blood vessel. After three retrieval adjustments, the operator tried for the fourth time to deploy the subject stent, however, there was a resistance noted. The subject stent detached from the delivery wire and did not fully cover the proximal neck of the aneurysm. Thus, the operator used another flow diverter stent for bridging and fully covered the aneurysm neck. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a right internal carotid artery ophthalmic (ica oa) segment aneurysm procedure, the operator prepared and delivered the subject flow diverter stent to the target location of the parent artery via a microcatheter and began the subject stent deployment. However, the subject stent could not open properly at the curved part of the blood vessel. After three retrieval adjustments, the operator tried for the fourth time to deploy the subject stent, however, there was a resistance noted. The subject stent detached from the delivery wire and did not fully cover the proximal neck of the aneurysm. Thus, the operator used another flow diverter stent for bridging and fully covered the aneurysm neck. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.